Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance leading to inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: d274trk crt-d implanted: (B)(6) 2011; g141 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.